Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue and insulin delivery was resumed. Customer's blood glucose was 148 mg/dl. Additionally it was reported that the customer experienced a low blood glucose (bg) level of ¿low¿ on the continuous glucose monitor. Suspected cause was due to the correction factor on the pump settings requiring adjustments. Customer consumed carbohydrates to address bg. Customer updated the correction factor to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.